Event description:
It was reported that due to the pt's progressive hearing loss, the pt no longer had a benefit from his vibrant soundbridge. The pt was explanted and re-implanted with a cochlear implant. The date of re-implantation is currently unk.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.